Event description:
It was reported that when using the bd pyxis¿ medbank tower had drawer failure and unable to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The technical support specialist remotely accessed the station and restarted the application. Verified setup zones and found no issues preventing drawer operation. After the restart, the customer tested the drawer, which opened successfully. The system functioned as intended after the technical support specialist troubleshot the issue.